Event description:
The customer reported via phone call that she had high blood glucose several months ago due to air bubbles in the tubing. Customer stated that it happened 5-6 times in the last 6 months. Customer's blood glucose was over 600 mg/dl. Customer does not have the pump anymore.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.